Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd precisionglide¿ needle plunger was bent. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: unknown(reported needle 305110) batch no: unknown (reported needle 9212459) it was reported that the plunger was bending with two syringes. Event description per email states: caller reported [contact reported plunger bending in syringe with two separate syringes] number of occurrences - [2] did the caller insert the needle into the cartridge and encounter fill resistance? - no did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - no. Resolution - caller was able to successfully fill a cartridge. No further action required. Cts to send out goodwill replacement cartridges/syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd precisionglide¿ needle plunger was bent. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no: unknown (reported needle (B)(4)), batch no: unknown (reported needle 9212459). It was reported that the plunger was bending with two syringes. Event description per email states: caller reported: contact reported plunger bending in syringe with two separate syringes. Number of occurrences. 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? No. Resolution: caller was able to successfully fill a cartridge. No further action required. Cts to send out goodwill replacement cartridges/syringes.